Event description:
It was reported routine check that cardiosave intra-aortic balloon pump (iabp) screen show message battery maintenance required. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint not a valid as it was routine battery replacement, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
This complaint not a valid as it was routine battery replacement.